Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not .

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, customer used apidra insulin and tandem's technical support educated customer on insulin/cartridge labeling. Blood glucose was 400 mg/dl. A new cartridge was loaded and the pump performed as intended. Reportedly, insulin delivery was resumed.